Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On 10/17/2019, mentor became aware that the patient was also presented with bilateral capsular contracture; baker grade IV. The devices will be explanted on (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast mass and capsular contracture; baker grade IV. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old hispanic female patient who underwent breast augmentation revision with 685cc mentor memoryshape breast implants on both sides on (B)(6) 2015 developed inflammation of the breasts, breast masses , and back pain from the implants being too large and too heavy. The patient also had bilateral discharge from her areolas. The patient had mammograms and ultrasounds that confirmed growths in both breasts, more on the left side. The patient underwent removal of the breast masses without removal or replacement of the implants on (B)(6) 2016. Per additional information received on 10/17/2019, the patient was also presented with bilateral capsular contracture; baker grade IV. The devices will be explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.